Event description:
The customer contacted physio-control to report that their device froze during patient care and was unable to provide output. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(6). Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device froze during patient care and was unable to provide output. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient harm associated with the reported event.